Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12160, model: db-1216, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and wound dehiscence at the site of the lead extension wherein it was protruding through the skin and there were signs of puss draining from the area. The patient underwent a revision procedure where the lead extension and ipg were explanted. The patient was administered antibiotics. The explanted devices were retained by the medical facility and were not returned.